Manufacturer narrative:
Conclusion: the product was not returned for evaluation as the hospital continued the use of the device. Without the return of the device, the root cause of the problem cannot be determined. No further information is available. The manufacturer is closing its file. The hospital is using the device.

Event description:
The patient was undergoing a thrombectomy procedure for a pulmonary embolism using the penumbra system aspiration pump max 110. During the procedure, the pump max was turned off and turned back on. Once the pump max was turned on, it was unable to create a vacuum and a different pump was used. The pump max began to create a vacuum after approximately fifteen minutes of no use. There was no report of an adverse effect on the patient.